Event description:
It was reported that the patient came to the clinic for activation of his inflatable penile prosthesis (ipp). The dr. Noticed that the pump was pumping slower than he feels it should. The doctor told the patient to come back in a few weeks. No revision surgery has been scheduled at this time.

Event description:
It was reported that the patient came to the clinic for activation of his inflatable penile prosthesis (ipp). The dr. Noticed that the pump was pumping slower than he feels it should. The doctor told the patient to come back in a few weeks. No revision surgery has been scheduled at this time.